Manufacturer narrative:
Initial and final MDR 2001013 - MDR 3003442380- 2024 - 25177 - device 2 of 2 e1: patient city: (B)(6). Patient country: united states h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 patient experienced she is currently in the hospital and took two of her infusion sets with her and patient noted that 2 infusion set tubing were kinked and patient tried to use set last night but it was wasted. No further information available.